Event description:
It was reported that this artificial urinary sphincter was removed as it was not working due to fluid loss. A new artificial urinary sphincter was implanted. No patient complications were reported.